Event description:
The locator broke when placed in implant. Implant had to removed and placed a new one at site #3.

Event description:
The locator broke when placed in implant. Implant had to removed and placed a new one at site #3.